Event description:
It was reported there was a power on reset (por) condition and the programmer was displaying the "call your doctor" icon with a triangle in the upper left corner. The patient could not adjust stimulation. The patient had just had a second stimulator implanted 2 days ago. The patient was going to go to her health care professional to "program the programmer." Additional information has been requested, a follow-up report will be sent if additional information becomes available. The patient had two stimulators implanted at the time of the event, and it was unclear what stimulator was at issue. As a result, a report has been filed on both. See MFR report # 3004209178-2012-01279 for the other report.

Manufacturer narrative:
Concomitant medical products - lead model 3093-33 lot #v284289 implanted: (B)(6) 2009, programmer model 3037 serial #(B)(4).